Event description:
Additional information received reported that the health care provider (hcp) intended to revise the patient. However, when the hcp opened the device pocket he saw one of the "pigtails" was not connected. The hcp decided to replace the device with a new one. The patient was reported to be doing well.

Event description:
Follow up information reported that the patient wil be having revision surgery on (B)(6) 2013 as the surgeon felt the lead connection "must be wet". Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient felt no stimulation sensation, even at the maximum device setting of 10.5 volts. It was noted that initial programming was done the day of the report. The reporter stated that the extension was connected to the correct implantable neurostimulator port. It was reported that impedance measurements were normal and the patient was not reporting pocket stimulation or lead/extension connection stimulation. The patient's status was noted as "good." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; product ID neu_unknown_ext, product type extension. (B)(4).